Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was not running, possible loss of ventilation. There was no report of patient involvement. There is no additional confirmation of the failure or resolution at this time.

Manufacturer narrative:
There was no loss of ventilation. Flow sensors are a customer replaceable item. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. This complaint was not reportable. There was no loss of ventilation. Flow sensors are a customer replaceable item. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. This complaint was not reportable.